Event description:
It was reported that the arctic sun device was getting alert 113(reduced water temp control). The patient was cooling to normothermia. The pads were changed, and the patient was still at target. The patient temperature was 38c, target temperature was 36c, flow rate was 2.5lpm, water temperature was 27.2c. The temperature did not drop below 27c. The first device (dycny605) was turned on and it showed alert 01(patient line open) and alert 02(low flow). The fluid delivery line was removed, and the device was placed in manual control. The water temperature dropped. The fluid delivery line was connected, and the flow rate was 2.6lpm. The second device (dyaqy013) will be sent to biomed for service.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 113(reduced water temp control). The patient was cooling to normothermia. The pads were changed, and the patient was still at target. The patient temperature was 38c, target temperature was 36c, flow rate was 2.5lpm, water temperature was 27.2c. The temperature did not drop below 27c. The first device ((B)(4)) was turned on and it showed alert 01(patient line open) and alert 02(low flow). The fluid delivery line was removed, and the device was placed in manual control. The water temperature dropped. The fluid delivery line was connected, and the flow rate was 2.6lpm. The second device (B)(4) will be sent to biomed for service.